Event description:
Patient sustained left open tibia fracture in 1999. Seven procedures prior to surgery in 2003 at that time bmp was placed to aid healing. Continued drainage and nonunion time 10 months. Finally went on to have left below knee amputation. It should be known pt had open fracture initially and positive cultures prior to implant of bmp.